Manufacturer narrative:
(B)(4) the customer returned one 3-lumen cvc for evaluation. Visual inspection revealed the distal extension line was separated directly adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged. The total length of the catheter body measured to be 219 mm which is within specifications of 207mm - 227mm per product drawing. The inner diameter of the distal lumen measured to be 2.21 mm which is within specifications of 2.13mm - 2.21mm per product drawing. The outer diameter of the distal lumen measured to be 1.47mm which is within specifications of 1.42mm-1.50mm per product drawing. This indicates that the wall thickness measured within specifications. The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and proximal lumens were flushed using a water-filled lab inventory syringe. Biological material exited both lumens. The lumens were both flushed again and this time, they flushed as expected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guide wire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The extension line met all relevant dimensional requirements. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
The complaint is reported as: "the luer-lock connection was falling off with extension line break." The device was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#:(B)(4).

Event description:
The complaint is reported as: "the luer-lock connection was falling off with extension line break." The device was replaced. No patient harm reported. The patient's condition is reported as fine.